Event description:
It was reported that this lead was unable to be implanted due to impedance issues. The helix presented difficulty when extending and retracting. Another lead was set in place. No adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be implanted due to impedance issues. The helix presented difficulty when extending and retracting. Another lead was set in place. No adverse patient effects were reported.